Manufacturer narrative:
(B)(4). Product returned and evaluated - defect found. Root cause: foreign material on strip connector.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 140-170mg/dl fasting. Verified the strips expired 3/25/2018. Customer confirms the strips have been properly stored and were first opened 12/5/2015. The meter will not power on. Customer states he has changed the battery 3 times and the meter is still not coming on. Unable to recall the meter's memory as the meter is not coming on.he started to see a change in his blood results getting higher in the month of (B)(6) 2015. He is concerned with the result off 400mg/dl he got on (B)(6) and 255mg/dl on (B)(6). He knows these results are not correct, he states the doctor says the meter is also reading high since they ran a test at their office and it was 135mg/dl and the true result was in the 200's. He cannot give a specific number.